Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-18735. It was reported that one of the patient's leads had high impedances and additional information was received that the other lead had migrated. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was established post operatively.